Event description:
The product was used during a unspecified procedure. Reportedly, the suture broke and the wound dehisced. The surgeon converted to an open procedure and applied another suture to correct the condition. The hospital has reported that the patient's status is satisfactory.